Manufacturer narrative:
Device evaluation: analysis of the returned device identified deformation of the device, creases fold, wear abrasion, yellow biological tissue, and weight to the specification. No other observations were observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Medical staff reported right side capsular contracture, baker grade iii. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Medical staff reported right side capsular contracture, baker grade iii. The device was explanted.